Event description:
The customer stated that while they were performing troubleshooting on the architect analyzer, another staff member stumbled and broke her wrist. The employee's right foot clipped the waste pump causing loss of balance, stumbling into buffer bottles and continuing to fall. The buffer bottle was not placed on the analyzer but was beside it under the scc arm. The employee attended the a/e and was diagnosed with a left distal radius fracture. This event is considered an adverse event for a bone fracture. There was no additional patient information provided.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a review of product historical data, and a review of labeling. While performing troubleshooting on the architect, serial number (B)(4), a customer tripped over the external waste pump and stumbled into a number of wash buffer preparation containers left on the laboratory floor. The customer sustained a broken wrist (left distal fracture) as a result of the fall. A review of the service history for serial number (B)(4) was performed, and it did not identify a contributing factor for the event. A search for similar complaints identified no additional complaints as described in this one over the 38 month review period. A review of labeling showed adequate information regarding operational precautions/limitations, operator responsibility and the required system clearances, including the rear clearance of the i2000sr, to safely operate and service an architect system. Based on the results of this investigation, there is no indication of a malfunction or deficiency of the architect i2000sr instrument.